Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) because a 2008t hemodialysis (hd) machine was failing all of the alarm tests. Prior to this occurring, it was reported that the ethernet port on the back of the device fell into the machine and caused a spark. The biomed explained that their machines were in the process of being swapped out, and when they tried plugging the ethernet cable into the port on this machine, they inadvertently dislodged the component. The biomed stated there is a tab on the port that holds it onto the machine, and the tab is flimsy. The tab reportedly got pushed out enough to the point where the port fell into the machine. The biomed said the port is made of metal and it must have sparked when it contacted something inside the machine. It was determined that the function board shorted out during the incident. The biomed was able to fix the machine by replacing the function board. No other parts had to be replaced. There was no visible thermal damage found on the function board, or elsewhere. Once the biomed replaced the function board, the machine became fully operational again. The machine had 8,964 operating hours on it. The machine did not have any past issues with failing the electrical leakage test, and it was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The function board that shorted was discarded; no sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) because a 2008t hemodialysis (hd) machine was failing all of the alarm tests. Prior to this occurring, it was reported that the ethernet port on the back of the device fell into the machine and caused a spark. The biomed explained that their machines were in the process of being swapped out, and when they tried plugging the ethernet cable into the port on this machine, they inadvertently dislodged the component. The biomed stated there is a tab on the port that holds it onto the machine, and the tab is flimsy. The tab reportedly got pushed out enough to the point where the port fell into the machine. The biomed said the port is made of metal and it must have sparked when it contacted something inside the machine. It was determined that the function board shorted out during the incident. The biomed was able to fix the machine by replacing the function board. No other parts had to be replaced. There was no visible thermal damage found on the function board, or elsewhere. Once the biomed replaced the function board, the machine became fully operational again. The machine had 8,964 operating hours on it. The machine did not have any past issues with failing the electrical leakage test, and it was confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The function board that shorted was discarded; no sample was available to be returned for evaluation.